Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00591. H3 other text: placeholder.

Manufacturer narrative:
Please note that the following sections is being updated based on additional information provided by the sales representative on 3/25/2021: 1. Section e. Box 4. Initial reporter also sent report to FDA. This report is associated with MFR report number: 1. 3005168196-2021-00591 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00591.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the physician advanced a new smart coil into the target location and attempted to detach it using the handle; however, the same issue occurred. Therefore, the smart coil was removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.